Event description:
Rec'd report of complaint from clinic. Clinic reports that during dialysis a hole was noted in the bloodline tubing near the blood pump segment. Blood was squirting out of the tubing and the line needed to be changed. The pt lost 200cc's of blood. No adverse effects or medical intervention was required. The clinic indicates that the hole did not appear to come from misplacement in the pump. The line is available for evaluation. MDR will be filed due to blood loss only.